Manufacturer narrative:
Drager is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the arms of the holder cannot withstand the mechanical load of the device. There was no pt injury reported. (B)(4).